Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p4f0899) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, after firing the device at the time of creating a pharyngeal pouch, it was observed that the staples fired. However, the blade did not cut through the tissue. Therefore, none of the pouch was opened. To resolve the issue, the surgeon used micro scissors to open between the staple line. 4 to 5 days following the procedure the patient expired due to cardiac arrest.

Manufacturer narrative:
Additional information: b2 (date of death), b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, after firing the device at the time of creating a pharyngeal pouch, it was observed that the staples fired. However, the blade did not cut through the tissue. Therefore, none of the pouch was opened. To resolve the issue, the surgeon used micro scissors to open between the staple line. Four to five days following the procedure the patient expired due to cardiac arrest and was not device related.